Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer was hospitalized due to high blood glucose. Customer's blood glucose was 616 mg/dl. Customer was wearing the device during hospitalization. Customer took off the device at time of admission. Customer was unable to troubleshoot. Customer will not be returning the device for analysis.